Manufacturer narrative:
The reported event of programmer not ending the capture test was confirmed. Based on the review of the information provided, the capture test continued to run due to the test button being pressed multiple times, resulting in the several execution instances of the capture test.

Event description:
Related manufacturer report number 2017865-2021-38737. It was reported that upon completion of a threshold test in clinic, loss of capture was noted on the device resulting in inappropriate low voltage output. Abbott technical support was contacted and session records were reviewed indicating the programmer was looping during the threshold setup test. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.